Event description:
It was reported that during a cryoablation procedure, the physician mentioned they had a leak in the sheath resulting in st elevation in the patient. After the insertion of the sheath into the left atrium, the dilator was carefully retracted. When aspirating the sheath air was noticed coming out of the sheath into the syringe. During the aspiration st elevation occurred. The patient was stabilized. The physician aspirated the sheath one more time with the same issue. The sheath was then replaced to complete the procedure with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking. Also, a clinical issue was encountered during the procedure. In conclusion, the reported air aspiration issue was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
It was earlier reported that st elevation was life threatening and it is not. This is not a life threatening event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.